Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the severely calcified femoral artery. A 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery. A 15x2.50mm emerge balloon catheter was advanced to the target lesion. Upon first inflation, the balloon ruptured at 8 atmospheres. The device was removed intact from the patient. The procedure was completed with a 2.5 non-bsc balloon catheter; however, the lesion was not fully dilated with the new device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received inside an emerge shelf box that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the severely calcified femoral artery. A 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery. A 15x2.50mm emerge balloon catheter was advanced to the target lesion. Upon first inflation, the balloon ruptured at 8 atmospheres. The device was removed intact from the patient. The procedure was completed with a 2.5 non-bsc balloon catheter; however, the lesion was not fully dilated with the new device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).